Event description:
A report was received that the patient will undergo an explant procedure. Reason for explant is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial/lot #: (B)(4), description: st linear lead 70cm.

Manufacturer narrative:
Correction to initial MDR in fields: device info, implant, explant, expiration date,and device manufacture date = na information received clarified that the patient¿s explant was for a competitor device and not for her boston scientific device.

Event description:
A report was received that the patient will undergo an explant procedure. Reason for explant is unknown.